Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator exchange on (B)(6) 2021. An x-ray was performed prior to the procedure and externalized conductors were noted. The physician capped and replaced the lead during the exchange procedure. There were no patient consequences.